Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 99 mg/dl on the mobile system and 59 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer received a blood glucose reading of 15 mg/dl from his contour and a reading of 135 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Per customer's insistance, only the meter is being replaced. No product will be returned.